Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced blood glucose 50-60 mg/dl which was addressed with juice and food. Cause for blood glucose was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. Erratic adjustments were made to the active personal profile basal rates, carbohydrate ratios, and insulin sensitivity factors prior to and on (B)(6) 2019, with basal rates varying from 0.79 units/hour to 1.8 units/hour. User set several temporary basal rates on (B)(6) 2019 ranging from 25% to 125% of basal insulin. Cartridge change sequence was completed at 7:10 pm on (B)(6) 2019. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.